Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a continuous alarm after removing and replacing the cassette and gently tapping air bubbles present in the tubing. No patient consequences were reported. No adverse effects were reported.